Event description:
It is reported by the stryker sales rep, that the screw broke intra operative at the connecting link. No replacement available. Fixation with a carbon stick.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that lengthener pin clamp hoffmann ii micro was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by torsional overload. The device inspection revealed the following: the failure mode is confirmed: the device is broken. Microscopic inspections shows the breakage was created by torsional overload: we can see circular lines on the broken surfaces. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the stryker sales rep, that the screw broke intra operative at the connecting link. No replacement available. Fixation with a carbon stick.